Manufacturer narrative:
The hospital biomed replaced the flow sensors, and the equipment was cleaned of condensation.

Event description:
The hospital reported that, during a case, mechanical ventilation stopped. There was no reported patient injury.